Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. Access was obtained through the right femoral artery. The 100% stenotic lesion was located in the calcified and moderately tortuous left superficial femoral artery. The physician first predilated the lesion with a 3.0x20mm non-bsc balloon and then a 4.0mm/1.5cm/140cm spcb flextome balloon was advanced to the lesion and inflated to 6atms twice. On the second inflation the balloon ruptured. The physician then advanced another 4.0mm/1.5cm/140cm spcb flextome balloon to the lesion and inflated it to 6atms twice and the balloon ruptured on the second inflation. Next the physician advanced a 5.5x40/135 sterling balloon to the lesion and on the first inflation, inflated the balloon to 14atms and the balloon ruptured. The procedure was completed with a 4.0mm spcb flextome balloon and a 6.0x60mm sterling balloon. No complications were reported and the patient's status is good.